Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from a foreign consumer (for, con) via a manufacturer representative (rep) indicated that the patient had heard the alarm in different places and sometimes with witnesses. Nevertheless, the rep wrote to the patient to make sure that it was not the alarm of an old pump. The patient confirmed that it was indeed her implanted pump and that it rang more and more frequently. Additional information received from a foreign consumer (for, con) via a manufacturer representative (rep) indicated that on friday, november 28th, the patient confirmed that the alarm continued to sound more frequently. The rep hadn't heard from the patient since. The rep asked the patient to gather information about the alarm, including days and frequency. The rep also asked the patient again to make sure that no other device in their environment was causing a similar noise.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign manufacturer representative (rep) reported that regarding the identity of the alarm sounding after the refill, the rep did know any more about the nature of the alarm because the logs didn't mention any alarm triggering. They could only rely on the patient's statement that they recognized the alarm as non-critical when it was played for them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider and consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at a dose of 849.6 mcg/day via an implantable pump. It was reported that the patient experienced no symptoms, but the non-critical alarm had sounded a few times since the last pump was filled on (B)(6) 2025. There were no factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the pump being interrogated as well as the logs. No events appeared in the logs. The programming was checked after the last filling, and the pump programming was ok. The rep had the patient listen to the 2 types of alarms and the patient recognized the non-critical alarm. It was unknown if the issue was resolved at the time of the report. Additional information received 2025-dec-03 indicated that the nature of the alarm was unknown. There was no reason for it, as the pump was programmed correctly and the logs showed no alarms. The patient told their doctor that since the last pump refill on (B)(6) 2025, the pump had been sounding from time to time; 3 times on (B)(6) 2025 and once on (B)(6) 2025. The patient heard the alarm in different places and sometimes with a witness present. The patient did not have magnetic resonance imaging (MRI). The patient was clearly able to recognize the sound and distinguish between critical and non-critical alarms. On (B)(6) 2025, the patient confirmed that the alarm was still sounding and with increasing frequency. The patient was asked to make sure that no other device in her environment was responsible for a similar noise.